Event description:
Caller alleged imprecision with the inratio meter. Nurse called on behalf of pt for imprecision issue with inratio meter. Results as follows: date: (B)(6) 2012, 1st inratio: (5.5), 2nd inratio: (4.1). Minutes later using the same finger-stick. Pt's therapeutic range was not provided.

Manufacturer narrative:
Pending investigation.